Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: a review of the pump¿s black box history showed the last basal delivery was on (B)(6) 2016. The last bolus was a 0.45u bolus on (B)(6) 2016 at 12:34. The total daily doses added up correctly and reflected the user¿s programmed basal rates. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, a visual inspection of the pump revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. An inaccurate delivery was alleged. The basal delivery totals in the total daily dose record matched the active basal program total. The basal history matched the active basal program settings. The bolus totals match with all boluses recorded as programmed by the user. The time and date had been set accurately set. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.